Event description:
A nurse reported that during implantation of an intraocular lens (iol) the lens folded upon deployment with patient contact and no patient harm. Procedure completed with new iol. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested, but further no information was available.

Manufacturer narrative:
Sn received: (B)(6). The returned sample is not the actual complaint unit. No qs record was initiated for the received sn as of today. The root cause for the reported complaint could not be determined, as sample reported in this qs record was not returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).